Manufacturer narrative:
Natus medical depot repair replaced the power switch pn 600167 severity 2 (minor) not powering on, and led board (pn001088) low severity 3 (moderate) some blue leds not lit which resolved the issue. The complaint investigation is completed and closed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue will not power on. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.